Event description:
A consumer reported that, following an intraocular lens (iol) implant procedure, the patient can barely see after cataract surgery. Additional information has been received and stated that, in one year the patient underwent two unspecified surgeries, unspecified two round of injections, and half gallon of drops. The patient also had atonic pupil and astigmatism.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).